Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, ¿barely identifying microcyst near to the transition line between of the upper quadrants from the right breast with 3,5mm¿ and ¿prosthesis presents some irregularity of the contours in relation with superficial folds that are not attributed to pathologic significance¿. Device has been explanted and replaced with a non-allergan brand.

Manufacturer narrative:
(Health effect - impact code)- f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Device evaluation:visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It cannot be determined which device is for the left or right side per the photos provided. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, ¿barely identifying microcyst near to the transition line between of the upper quadrants from the right breast with 3,5mm¿ and ¿prosthesis presents some irregularity of the contours in relation with superficial folds that are not attributed to pathologic significance¿. Device has been explanted and replaced with a non-allergan brand.

Manufacturer narrative:
Additional, changed, and/or corrected data:a2.